Event description:
A male with a history of polycystic kidney disease on hd, htn, s/p hernia repair, cranial aneurysm clipping, dvt. Recurrent dvt - 1t pop & femoral vein with a floating component, patent's iliacs & vena cava - on follow up duplex while on coumadin ivc filter placed and pt was discharged home. Pt presented to the clinic at one week with b/1 groin pain without any leg swelling. Duplex revealed ivc thrombosis. Dates of use: 2000 - 2008. Diagnosis or reason for use: recurrent dvt while on anticoagulation; cranial aneurysm clipping.